Event description:
It was reported that the ra lead had high oor pacing impedances greater than 2000 ohms, where the lead was capped and replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).